Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was monitored and no unexpected pump error 37 alarm and pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 37 alarm was recorded and found in the formatted history file on: 11/09/2023 08:07:15.000 11/09/2023 22:42:15.000 pump error 43 alarm was recorded and found in the formatted history file on: 11/09/2023 22:42:15.000 please see below for pump errors/alarms noted 2 days prior to the event date 09-nov-2023 in the formatted history file.  Pump error 42 alarm was recorded and found in the formatted history file on: 11/09/2023 08:07:15.000 no pump error 37, 38, 39, 79, 80, 82 and 130 alarm on the formatted history file noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Pump error 37 alarm, pump error 43 alarm and pump error 42 alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 1(B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 37 alarm, pump error 43 alarm and pump error 42 alarm were confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting and too slow or too fast(pump error 37) and an error in the motor was detected by reading unexpected value from hall sensor (critical pump error 43). Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. But the error table indicate that the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.